Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: j0214236v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID: 3487a-33, lot# :j0217223v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 17-may-2006, UDI#: (B)(4). Product ID: 3487a-33, serial/lot #: (B)(4), ubd: 26-jun-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had a revision and the ins and the lead were replaced because there was a short and the device was not working.